Manufacturer narrative:
Device analysis: the complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a vessel dissection, vessel perforation, and stent occlusion occurred. The lesion being treated was calcified and located in the moderately tortuous left external iliac artery (eia). The physician used another manufacturer's 0.018" guide wire and 8f/105cm guiding sheath, which were introduced via a left brachial access site. The guide wire was initially inserted across the right eia lesion using a symmetry 2x2mm/135cm balloon for support. The guide wire crossed the lesion with some resistance, so the physician suspected a thrombotic lesion, therefore, the symmetry balloon was used to predilate the lesion. The 0.018" guidewire was exchanged for a 0.014"/300cm guide wire. The physician chose the 10x39x135 iliac 6f unistep plus wallstent as the lesion was thrombotic. The vessel diameter was about 7 mm and the chronic total occlusion (cto) length was 9 mm. The wallstent was successfully deployed and was then post-dilated to 10 atms with another manufacturer's 7x4mm/135mm balloon. Fluoroscopy confirmed no problems. The 0.018" guide wire was now inserted across the left eia lesion and the same procedure was repeated. Again, the physician chose the 10x39x135 iliac 6f unistep plus wallstent as the lesion was thrombotic. The vessel diameter was about 7 mm and cto length was 8 mm. The wallstent was successfully deployed and was to be post-dilated with the 7x4mm/135cm balloon used in the right eia intervention, but the balloon became stuck at the proximal edge of the wallstent and was not able to cross the lesion. The 0.014"/300cm guide wire was exchanged for a 0.035"/300cm guide wire as the physician felt that the gap between the guide wire and the balloon lumen could contribute to the guide wire becoming stuck to stent edge. However, the 0.035" guide wire had difficulty in crossing the stent edge. A 6f/11cm sheath was introduced from the left common femoral artery (cfa) and the approach was changed. The 0.035"/300cm guidewire was introduced and crossed the lesion with the support of the 7x4mm/135cm balloon. The lesion was post-dilated to 15 atms with this balloon, but the balloon then ruptured at the proximal edge of the wallstent (around the bifurcation of the left eia and the left iia). Another 7x4mm/135cm balloon was inserted and post-dilated to 15 atms. At this time, fluoroscopy confirmed a dissection at the proximal edge of the wallstent (around the bifurcation of the left eia and the left iia). In response to the dissection, the physician implanted an express ld 8x27mm/75cm stent overlapping the proximal edge of the wallstent. Once implanted, the express ld delivery balloon was inflated to 8 atms. Then the 7x4mm/135cm balloon was inflated again to 15 atms to post-dilate the region that the express ld stent and wallstent overlapped. During post-dilatation, the patient complained of pain. Fluoroscopy confirmed that contrast media was leaking in the region where the express ld stent and the wallstent overlapped. The physician suspected that a vessel perforation had occurred, and protamine was administered. Subsequently, the 7x4mm/135cm balloon was inflated to 6-8 atms for more than 5 minutes. Fluoroscopy confirmed that no leak was found and the procedure was completed. The patient status post-procedure was reported as "good." The patient was transferred to the intensive care unit for observation. Follow-up fluoroscopy indicated that no problem was found where the perforation had occurred, and no false aneurysm was found, but a total occlusion was found at the distal end of the wallstent, therefore, another interventional procedure was scheduled. The physician expressed no complaint about the wallstent or the express ld stent. His opinion was that the perforation was caused by handling, in that he should have chosen a 7 mm express ld device rather than the 8 mm size chosen for the procedure. He also commented that during post-dilation he inflated the balloon to 15 atms, but should have only inflated to 10 atms to prevent the patient from having pain.